Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a tubing separation. The tubing set was used to deliver an unspecified concentration of magnesium in sodium chloride. It was reported that after the therapy was competed, the tubing separated from the option-lok male adapter while the nurse was disconnecting the option-lok male adapter from the pt's catheter. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.